Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer said that the psi value was too high. No patient impact or consequences were reported.

Manufacturer narrative:
The returned sensor was evaluated. External visual inspection showed no damage. The sensor failed continuity testing due to an open across all electrodes. The sensor was returned used. Functional testing could not be performed as the sensor is intended for single-patient use; the integrity of the sensor is broken once it is removed from the patient., corrected data: updated model # from 4248 to 4248-9.

Event description:
The customer said that the psi value was too high. No patient impact or consequences were reported.